Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. Unknown interlocking screws lot# unknown item# unknown. G2. Report source: germany. Literature: revision total hip arthroplasty using a modular fluted, tapered revision femoral component and interlocking screws in vancouver b3 periprosthetic fractures with insufficient bone at the isthmus. B. Fink; a. Ahmadian; f. H. Sax; p. Schuster. The bone and joint journal. Pages (1-8). 2024. Doi:10.1302/0301-620x.106b4.bjj-2023-0899.r1. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that there was one patient within the paprosky type iiib defect group that developed a deep vein thrombosis at an unknown timeframe and was successfully treated with medication. Diligence is completed and no further information on the reported event has been provided.